Manufacturer narrative:
(B)(4).

Event description:
While setting up the pump, a crack in the canister was observed. A second canister was removed from inventory and another crack was observed. Both canisters were discarded.